Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent an unknown breast procedure for bilateral hypomastia on unknown date and the suture was placed possibly interrupted in deep dermal, continuous in subcuticular or subcutaneous tissue layer. Two or three weeks postoperatively, the patient returned with open wound, superficial dehiscence and no infection. The suture appeared possibly broken and weak with intact knots. The suture was not torn through tissue, but actual suture breakage had an "unzipping appearance". It was also reported that the patient had any falls or coughs prior to wound opening. The patient was treated by a wound specialist with wet to dry dressing and santyl debridement. The revision procedure was not performed yet. Currently, the wound is healed with scarring and potential for revision.